Manufacturer narrative:
(B)(4). Date sent: 3/13/2025. Additional information was requested, and the following was obtained: please provide more details for "the anastomosis had not been successfully performed"? Did the device staple? No. If yes, was the staple line complete (fully circular)? X. Did the device have staple line issues? Malforms, missing staples, no staples etc? No. Was the breakaway washer completely cut? No. Were there two complete tissue donuts? No. Was it a partial cut? If so, what was cut partially, washer or tissue? No, the staples came out, but not the blade. If yes/no, was there any issue with the cut. Did the device cut the tissue? No.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025. D4 batch #963c31. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and with anvil missing. Further analysis of the device shows that only 14 staples were present in the pockets of the device and the breakaway washer was not present. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was reloaded with staples and tested for functionality with a test anvil and washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number 963c31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch # 963c31. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and with anvil missing. Further analysis of the device shows that only 14 staples were present in the pockets of the device and the breakaway washer was not present. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was reloaded with staples and tested for functionality with a test anvil and washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number 963c31, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "the anastomosis had not been successfully performed"? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut did the device cut the tissue?

Event description:
It was reported that during a colon resection surgery requiring a circular stapler to perform the anastomosis, although the stapler was prepared and fired, upon removal, it was observed that all the staples had been released, but the anastomosis had not been successfully performed. In response to this issue, a laparoscopic inspection was performed to check for any internal damage. Fortunately, no injuries were identified. Ultimately, another stapler was opened, and with this device, the anastomosis was successfully completed, allowing the surgery to conclude without further complications. The surgery was delayed 60 minutes. The procedure was successfully completed. There were no patient consequences.